Manufacturer narrative:
The device issue was reported to have occurred at device turn on. It is unknown if there was a delay to patient therapy. No other anomalies were reported. No user or patient harm was reported. It is the device was evaluated by the customer and a philips remote service engineer (rse). The rse reported that the customer had informed that the 1105-alarm led error code confirmed had failed. The device issue was reported to have occurred at the device turn on. The customer reported that they replaced the power management board and the problem remains. The rse advised the customer to replace the power switch overlay. The customer is taking responsibility for correcting/repair the device. The customer has been notified to contact philips if this does not address their device issue, at which point a new service order will be created. No further information was obtained.

Manufacturer narrative:
Date of this report: 31aug2021.

Event description:
The customer reported that a ventilator experienced an alarm light emitting diode (led) failure error. Patient involvement information is unknown but has been requested. No patient or user harm was reported.